Event description:
The customer experienced a high bg level of 400mg/dl and realized that "the cannula came out of the tissue site." No reason was provided as to how the cannula may have been become dislodged. Insulet customer support referred the customer to the omnipod website for "into on how to keep the pod in place." The pod will not be returned for info.

Manufacturer narrative:
The pod will not be returned for eval - we are unable to identify any device malfunction that may have caused or contributed to the customer's high bg levels. No mechanical issue can be confirmed. Although no mechanical issue can be confirmed, it is determined that the customer's high bg levels had resulted from the cannula pulling from the insertion site. This condition is considered to be a failure of the device to function as intended (by failing to control bg levels). For this reason, we are considering a device malfunction to have been a contributing factor to the customer's high bg levels (despite the inability to confirm any mechanical issue). The omnipod system user guide warns: "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Based on the info provided in the report, it is unk when the cannula had become dislodged in relation to when bg levels began to increase. A review of lot qualification records was performed - the lot passed the acceptance criteria. Note: eval method codes are specific to activities performed during lot qualification and not to activities performed on the subject pod (as it was not returned for eval). Eval conclusion code pertains to a failure of the cannula to remain inserted in the customer's skin (not to a "mechanical" failure detected during testing, as the pod was not returned).